Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the meter was not paired with the insulin pump. Troubleshooting was performed. The caller stated they received a communication failed message. The insulin pump passed the self-test. The caller also reported that the insulin pump's screen would go really bright. The display was flashing. The customer's blood glucose level was unknown. The caller stated that it was difficult to get information from the screen. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test. The device was monitored and no display anomaly during testing. The device uploaded properly to the care link software and communicated properly. The device blood glucose meter test functioned and communicated properly. The device had a minor scratched lcd window, scratched case, and pillowing keypad overlay.